Event description:
The customer reported that there was a failure to alarm.

Manufacturer narrative:
Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).